Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device revealed that the device was cut and that there was no evidence that the balloon burst. It was noted that the other section of the device was not returned. Functional analysis could not be performed due to the condition of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal stenosis dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon inflation, the balloon ruptured and was unable to be pulled out from the scope channel. Reportedly, the device together with the endoscope were taken out from the patient's body and the balloon part was then cut and removed from the endoscope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.